Event description:
It was reported that patient underwent total hip replacement in late 2006, in which patient received a durom cup acetabular component. Post-op, patient experienced pain and underwent revision in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.